Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19feb2020.

Event description:
The customer reported after use, the device was being checked, and a staff member felt an operation sound to be loud. There was no anomaly in either a pressure or a ventilation volume, and the unit did not alarm. The manufacturer¿s field service engineer (fse) duplicated the reported issue after performing an operational check. It was confirmed that the rubber boot connecting the blower and outlet port and vibration dampening ring were vibrating, causing the noise. The fse adjusted the rubber boot and vibration dampening ring.